Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital with symptoms of fatigue, weakness, lightheadedness, dark stools and anemia. The patient underwent a push enteroscopy and a video capsule endoscopy, which revealed no active bleeding, but a questionable arterio-venous malformation at the procimal jejunum. The patient received 3 units of red blood cells and octrotide dose was increased. The patient was discharged home in stable condition and the event reportedly resolved on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.